Event description:
User facility medwatch report received stating that during ptca the stent dislodged into the circumflex artery (lcx). The stent would not make the 90 degree turn into the left circumflex. Attempt made to reposition the stent into the lcx. The stent then became stuck at the bifurcation and stripped off the balloon jailing the ostium of the left anterior descending artery (lad). Patient underwent coronary artery bypass graft surgery (CABG) x1 on (B)(6) 2014. Stent was 5.0x18mm. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. A query of the complaint handling database for the reported lot revealed no other incidents. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Attachment: user facility medwatch report (B)(4).